Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump failed a leak test with a crack from the top of battery compartment to the pump case seal. The threads inside battery compartment are all stripped. Moisture corrosion is visible in ¿battery compartment and battery cap¿.pump cover is removed to inspect internal components, moisture corrosion is visible in the pump main compartment and onto display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, threads inside battery compartment stripped, and visible moisture corrosion in battery compartment and battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.